Manufacturer narrative:
Exact age not provided only that the patient is in his 30's. Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. UDI number is unknown is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss in left eye. Surgeon reported that he completed about 1/3 of the flap when it occurred. The patient appeared to have moved and suction was lost. It was reported that procedure was not completed and patient is expected to come back for a re-treatment. The right eye flap was completed; however, the surgeon did not do the excimer treatment. He plans to treat both eyes at the same time, once the left eye flap is created. The surgeon also the patient has very small eyes and has a strong bells reflex.